Event description:
Boston scientific received information that this patient exhibited low shock impedances of less than 20 ohms as well as rate sensing issues on their right ventricular medtronic lead. The patient will be brought in for evaluation. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.